Event description:
The patient stated that while changing the insulin cartridge the plunger of the cartridge became stuck to the piston rod of the infusion device and insulin leaked into the cartridge compartment. The patient was instructed on how to remove the plunger from the piston rod and how to dry the insulin from the cartridge compartment. She was advised to allow the infusion device to dry for 24 hours before reconnecting. Upon following up, the patient stated that her infusion device was working "fine." No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.